Event description:
It was reported by the aci sales professional that a patient underwent an interventional liver embolization procedure on (B)(6) 2013. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. It was reported that the patient returned to the hospital on (B)(6) 2013 for a thrombin injection due to a pseudoaneurysm. The physician believes the event was mynx related. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.